Event description:
The customer alleges their meter hasn't worked in 6 months, resulting in customer's having to go to the hospital to obtain treatment. Customer reports blood glucose has been running high and customer went to customer's doctor's to receive treatment because customer's meter was not working.